Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 12 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. However, when the device was pulled out, the distal edge was found to be lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.